Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital complaining of chest pain. An x-ray was obtained revealing a lead perforation into the pericardium. A revision procedure was performed to extract the lead during which time the patient developed cardiac tamponade. The patient's chest was then opened and a hole in the rv apex identified and repaired. The procedure was completed with implant of a competitor epicardial lead. No additional adverse patient effects were reported.